Event description:
It was later reported that therapy was successfully resumed.

Event description:
It was reported that, at a routine refill, the physician filled the pump with a different patient¿s prescription. The patient returned to the clinic and the pump was programmed to minimum rate mode. The incorrect medicine was removed and discarded and the refill of the correct medication was performed. The catheter access port (cap) was accessed. Approximately 2/10 of 1ml was aspirated from the catheter, at which point dye was injected. No dye was visible in the intrathecal space or anywhere in the spinal canal. No dye could be injected in to the cerebrospinal fluid (csf). The catheter appeared to be coiled up outside of the spine. It was suspected that the catheter was possibly broken, disconnected or dislodged. The patient indicated that she had a fall approximately one month prior and had subsequent increased pain and difficulty managing her pain. The patient had less than 50% therapy relief. No further interventions were done at that time. The pump remained in minimum rate mode. A replacement was scheduled and the ascenda catheter was to be used. The device system was used to deliver bupivacaine, clonidine and fentanyl. It was later reported 8ml of medication was removed from the patient¿s pump and wasted. The pump was refilled with 20ml. The next refill was scheduled for (B)(6) 2013. It was later reported that the drug that was incorrectly filled in the patient¿s pump was dilaudid 10mg/ml. In response to the incorrect medication being filled, the patient experienced no symptoms. The medicine never made it out of the pump tubing. The attempted catheter aspiration led to the discovery of the catheter issue. As of (B)(6) 2013, the patient was fine, but had a return of pain, which was being managed by oral pain medications. Regarding the coiled catheter, after the patient had a fall, she noticed an increase in her normal back pain, which was not being helped by the pump like usual. The catheter appeared to be out of the spine and coiled in the primary back incision. The fall was the suspected cause. As of (B)(6) 2013, the revision had not yet been scheduled. It was later reported that dilaudid was never programmed into the pump. It was filled into the reservoir and, within 30 minute of the refill, switched back out to the correct drug. It was later reported that a full catheter replacement and possible pump replacement was scheduled for (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the catheter was dislodged. It was stated the catheter and pump were being revised on (B)(6) 2014. It was reported the entire catheter was to be replaced. It was reported there was a dye study performed. 2 days later it was reported the patient had a full system removal and replacement on (B)(6) 2014. It was stated therapy was not resumed and saline was left in the pump. It was reported the pump will be refilled and therapy resumed at a follow up appointment soon. It was later reported the patient was scheduled for a refill on (B)(6) 2014. Additional information reported the device was removed prophylactically to avoid in-vivo battery depletion. It was reported the patient recovered without sequela.

Manufacturer narrative:
Returned for analysis was the pump only. Pump logs were gathered and noted to have a stall that recovered. In addition significant residue and wear was found on the upper shaft of gear 2 inside of the motor. Analysis concluded a pump motor/gear train anomaly/corrosion and-or wear and-or lubrication and a motor/gear train anomaly/stall due to shaft-bearing.

Manufacturer narrative:
Product ID 8709sc lot# n194917023, implanted: 2009 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.